Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 422 mg/dl. The customer had symptoms such as nausea. Customer's blood glucose value was 422 mg/dl at the time of the incident and the current blood glucose was 119 mg/dl and was treated by changing out the infusion set. Based on the customer¿s report trouble shooting was performed for under delivery. The customer stated that the blood glucose was still rising. So, the customer changed the infusion set which helped to bring down the blood glucose levels. The product will not be returned for analysis.